Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 400 mg/dl with rapid/deep breathing, confusion, extreme drowsiness, polydipsia, nausea, symptoms of dehydration, diabetic ketoacidosis and vomiting associated with an alleged inaccurate delivery issue. Reportedly, the patient resumed with the same pump but was treated insulin via the pump, insulin via injection and intravenous fluids by a health care provider. During troubleshooting with customer technical support, it was noted that there was a call service alarm issue that could not be cleared. Therefore, troubleshooting was unable to be completed at the time. This complaint is being reported based on the allegation that the patient was hospitalized due to issues with the pump. The pump could not be ruled out as a contributing factor.